Event description:
The hospital reported that during a coronary artery bypass procedure, during deployment of the heartstring iii proximal seal, the cutter, "did not 'retract' and fell down deeper into the handle." Another heartstring iii proximal seal system was opened and was used to complete the case without incident or patient incident. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the cutter had been actuated and the cutter and needle were extended. There were no nonconformities with the device. There was evidence of blood on the device. Based upon this visual observation, the reported complaint "the cutter did not retract" was not confirmed. Internal file number - (B)(4).